Event description:
A pt service rep contacted zoll customer support while assisting a (B)(6) male pt to report that the charger will not power on. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger would not power up. The cause of the charger not powering up is a defective power unit. The cause of the defective power unit is disconnected pins in the power unit connector. The root cause of the disconnected pins cannot be positively identified, but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.